Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during dwell 1 of 5. The patient was connected to the homechoice device at the time of the event. It was reported the drainage volume was ¿1600+¿ and the ¿injected volume was 1900¿. The patient was disconnected from the device and treatment was ended. It was reported the patient was ¿being taken to the hospital¿, no further details provided. It was reported the patient experienced cardiac arrest and was ¿sent to the hospital¿. On an unreported date, the patient passed away. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
Additional information:the device was not received for evaluation; therefore, a device analysis could not be completed. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.